Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c and d codes. Product event summary: two (2) batteries (bat858243, bat858226) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of bat858226 revealed that the battery passed visual inspection and functional testing. Failure analysis of bat858243 revealed that the battery passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power. Supplemental testing revealed that there was a memory corruption within the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller. This corruption caused the battery to trigger a safety flag and become inoperable. Additionally, the battery was unable to be properly reset. It is possible that the inability of the battery to charge or provide power was perceived as the reported pow ER consumption condition. As a result, the reported event was confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: two (2) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the second battery revealed that the battery passed visual inspection and functional testing. Failure analysis of the first battery revealed that the battery passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power. Supplemental testing revealed that there was a memory corruption within the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller. This corruption caused the battery to trigger a safety flag and become inoperable. Additionally, the battery was unable to be properly reset. Further investigation using a representative sample revealed that the reported event can be replicated by exposing the battery to electrostatic discharge (esd). It is possible that the battery inability to charge or provide power was perceived as the reported power consumption condition. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a memory corruption of the battery triggering a safety flag that rendered the unit inoperable, potentially due to an esd event. CAPA pr00519785 is investigating battery issues related to esd. Additional products: battery (B)(6), d9: yes, return date: 01-apr-2021 h3: yes dev rtn to MFR? Yes. H6: img code(s): g02002 h6: FDA method code(s): b01 h6: FDA results code(s): c19. H6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system battery. Model #: 1650/ catalog #: 1650/ expiration date: 30-jun-2021 / serial #: (B)(4) UDI #: (B)(4).device evaluated: no. Mfg date: 30-jun-2020. Labeled for single use: no. (B)(4).

Event description:
It was reported that both batteries would not fully charge nor were they holding charge. Compared to other working batteries they lasted two hours less. The batteries were exchanged. No patient complications have been reported as a result of this event.